Event description:
The surgeon implanted a cc4204bf collamer lens, diopter +24.5. Upon implantation, the surgeon noted scratches on the lens. The lens was inspected prior to implanting and there were no scratches. There was no patient injury and the lens remains implanted. The facility has indicated that the cartridge may have caused the damage. An msi-pf injector, lot number 1192892 and an sfc-25 fp cartridge, lot number 1192734 were used.

Manufacturer narrative:
Evaluation results: a visual inspection of the product found no visible damage to the cartridge and the foam tip plunger. A staar research scientist made a visual inspection of the cartridge and his findings were - the cartridge had a nick and a scuff mark on the bevel end. Salt residue was found inside the funnel. Conclusions: (no conclusion can be drawn): the residual fragments inside the cartridge cannot be determined whether it was particle contamination or flash. The cartridge were washed with alcohol to sterilize and remove surgical residue. However, most of the other residue was also washed out.